Manufacturer narrative:
Insulin pump received with blank display anomaly due to lifted pad at connector on mother board. Unable to verify back light anomaly due to blank display. Device received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer experienced a blank display on the insulin pump even after changing a new battery. Customer's blood glucose level was unknown.